Event description:
During recent sales discussion with a customer site the local sales & service office was informed (in retrospect) of an adverse pt event, which had taken place in march 2005. It was reported that during an or procedure a critically ill pt's condition had deteriorated, which led to their death. It was further reported that all parameters alarms for this particular bedside monitor were setup in disabled mode during the event. It was also stated that the device was providing incorrect readings.